Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm - leakage. During use, it was found that the prn was loose and leaked fluid.

Manufacturer narrative:
1. DHR/bhr review (lot#4258968): 1) the products of this batch were assembled at intima ii auto line 4 in sep 2024 and packaged at r240 package line in sep 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned two photos but did not return the defective sample. The photos show that the defective sample, with batch number 4258968, has leakage at the prn interface. 3. The retained sample of this batch is taken for 45psi leakage test and prn removal torque test. The test results are within the product specification. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. Conclusion(s): no abnormality is found on process and retained sample. The returned photos showed leakage from the prn interface, but no defective sample has been received for further testing, and the usage of the sample is unknown, so the root cause of the leakage cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information is available.